Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed that there were lines on image. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: a faulty charged coupled device. The cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a bad picture quality. The issue occurred during an unspecified procedure that was completed with an olympus back-up device. There were no reports of patient harm.